Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there was a hole in the hose near the muffler below the hose ring and the hose muffler housing zone 1. The assignable root cause was due to improper assembly / manufacture. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device would not run. There was no delay to the planned surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.